Manufacturer narrative:
Investigation summary: a device history record review was performed for provided lot number 9282602 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, one picture sample was provided for evaluation by our quality engineer team. Through examination of the picture sample, it was identified that there was mixed product, with a 5ml syringe found inside of the 10ml box. This incident most likely resulted from an error in the assembly process operation. The assembly machine in question manufactures both syringes. During handling by the operator, a 5ml syringe was erroneously introduced into the 10ml syringes. We believe that this was an isolated incident of human error with a low chance of recurrence. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends. Investigation conclusion: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were assembled in machine nº4253, in lot #9280092 (october 18th ¿ 21st, 2019) and in lot #9294741 (october 21st ¿ 28th, 2019). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #9295597, #9280196, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #9295600, #9280199, and no problems, defects or qn related to the reported issue were found. We have been provided with a picture of the affected syringe. In that picture we could see the emerald 5ml syringe found by the customer in one box of emerald 10ml bulk syringes. We could confirm the reported issue. This syringe mix up occurred during the assembly process operation: machine #4253. This assembly machine is an equipment which may manufacture both bd emerald 10ml syringes. Although we have established procedures and verification process for good manufacturing practices; we can conclude that one of those operations failed. The root cause of this issue should be related with a failure in the samples handling by the operator. During this handling, one syringe of 5ml was introduced by error in the bag of the reported lot. Despite this human error, we can ensure that it has been an isolated issue and the possibilities of recurrence are negligible. Root cause description: operator failure during handling of the product. Rationale: we can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required. A review of the p-eura rm697 (¿peura emerald conv, rup assembly fraga¿) indicates that the potential risk of the reported event was assessed appropriately in the fmea documentation.

Event description:
It was reported that a "5 ml" syringe was found in the carton of syringes 10ml emerald bns before use. The following information was provided by the initial reporter: "the syringes were supplied from bd as bulk. We found 1 pc 5 ml syringes in a 10 ml syringes carton."